Manufacturer narrative:
(B)(4). On an unreported date, the patient underwent a hernia repair surgical procedure for the previously reported inguinal hernia. The patient was not hospitalized for the event. The patient was recovered from the previously reported inguinal hernia (previously, the outcome was not recovered). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia had worsened with peritoneal dialysis therapy. The hernia was manifested by swelling. The patient had not been hospitalized for the hernia, but it was reported that the patient was scheduled to undergo a hernia repair surgical procedure within seven days of the receipt of this report. Dianeal therapy was ongoing. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.